Manufacturer narrative:
Correction: d6 - the actual lot number of the suture involved in this incident is unk. User facility returned lot numbers la6446 and kl6240 for evaluation. Samples from the unopened packets returned were tested for knot pull tensile strength and the results obtained were above the ethicon requirement for sample average. Co has examined all other complaint records and there have been no other complaints of this nature related to these batches of product. Additionally, batch record reviews have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.

Event description:
Customer reports that pt underwent aortic aneurysm repair and was admitted to intensive care unit for post surgical follow-up. One day post op the pt's blood pressure dropped and pt was returned to operating room. Customer reports that surgeon opened pt and noted that the sutures were fractured. Suture knots were noted to be intact. Hemmorrhaging occurred as a result of graft becoming undone. Pt expired on the o.r. Table.